Event description:
It was reported that this pacemaker system exhibited high pacing thresholds on the right atrial (ra) lead without adequate safety margin. In addition, there were episodes of loss of capture (loc) noted. Boston scientific technical services (ts) reviewed magnetic resonance imaging (MRI) conditions and discussed that physician discretion on system integrity and output. This pacemaker remains in service. No adverse patient effects were reported.